Event description:
The pt was diagnosed with anterior apical pelvic prolapse, posterior apical pelvic prolapse, and stress urinary incontinence. On (B)(6) 2009 the pt had an anterior and posterior apical pelvic prolapse repair, a cystoscopy, and transobturator sling placement in the mid urethra. During these procedures it was indicated that the physician implanted an ams elevate graft and a non-ams sling. It was reported that the pt "suffered severe pain and a blocked rectum from her implant surgery." On (B)(6) 2010 a physician performed a procedure to "attempt to remove the mesh." However, the physician was only able to "snip and trim pieces of it. The rest and eroded" into the pt's tissue. It was indicated that the pt has "suffered serious and permanent bodily injuries" and "has required multiple surgeries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.